Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a primary y-type blood set, 200 micron filter, bulb pump, clave y-site, secure lock, 80 inch generated a leak between the connection and the ranger warming cassette. She added that the leak was noted after the connection was cleaned and tightened within the first 5 minutes of the infusion. There was no patient harm reported.

Manufacturer narrative:
A photo was returned showing leakage. No samples were returned for investigation. The reported complaint of leakage can be confirmed on the 124350489 primary y-type blood set for inspection. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 5973284 was performed and no relevant nonconformities were found that would have led to the reported complaint.